Event description:
The iab was inserted into the patient on 3/19/97 at 7:30 am and removed on 3/19/97 at 4:15 pm. The iab did not malfunction. As a result of the event, there were bleeding complications from the event and the iab needed to be removed. (Event complications: bleeding complications/removal required-reported 4/21/97. (Pt's current status: unk - rpt'd 4/21/97.)